Event description:
A report was received that the patient underwent an ipg replacement. The patient's ipg was not holding a charge and physician decided to explant old ipg and re-implant a new ipg. During the procedure the tail of the paddle lead broke and was replaced at a later surgery date, (B)(6) 2011 by a different physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8116-70 serial#:(B)(4) model description: scs paddle lead -70cm. Explanted lead will not be returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient underwent an ipg replacement. The patient's ipg was not holding a charge and physician decided to explant old ipg and re-implant a new ipg. During the procedure the tail of the paddle lead broke and was replaced at a later surgery date, (B)(4) 2011 by a different physician.

Manufacturer narrative:
A return product analysis indicated that the ipg exhibits normal device characteristics. The complaint was not verified. The battery depletion rate was within the normal range with stimulation off. The internal inspection did not reveal any characteristics associated with possible fast battery depletion. The ipg passed all the required tests without any incident. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.